Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call loose drive support cap and motor error alarm. Customer's blood glucose level was 300 mg/dl. Customer advised the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the motor error alarm due to compromised force sensor system alarm. The motor was tested outside the device and it passed. The pump was received with a corroded battery tube, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.